Event description:
One patient sample with discrepant calcium results. The initial result was 11.3 mg/dl. A serum sample from the same patient drawn at the same time gave result of 9.6 mg/dl. Initial result was reported, patient not adversely affected. Specific root cause of discrepancy was not identified, however ...